Manufacturer narrative:
The device was not returned to olympus for evaluation as the device was discarded by the user facility staff following the procedure. Based on similar reported events, the most likely cause of the reported event is user handling. The IFU states: "as a preventive measure, the instruction manual provides warning and cautions that states: never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or detach from the distal end of the endoscope when inflating it, and could result in patient injury. Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury." If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported by the user facility that the balloon slipped off the scope at some time during the procedure, or when the scope was placed back on the table after the procedure was completed. Customer performed a chest x-ray and bronchoscopy post-procedure and confirmed that the balloon was not left in the patient. There is no patient injury or adverse outcome reported.